Manufacturer narrative:
The available x-ray is displaying the route of the ID-nerve but the quality of the picture is very poor and the picture is very dark. So this area cannot be evaluated in an adequate way. Hence it cannot be excluded that the implant touch the nerve canal during insertion, although the dentist stated that they bony integrity of the osteotomy was intact prior to implant placement. Fortunately, the pt is observing a constant improvement of the situation. Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr par 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
In this event it was reported that an ankylos c/x implant was placed on (B)(6) 2012. Five days later the implant was removed due to neuralgic problems and paraesthesia experienced by the pt.